Event description:
The facility reported to customer service an infusion pump with a battery failure. Information was not provided. Regarding whether or not the device was in pt use when the event occurred. The customer reported no injury or medical intervention. The pump was returned for service. Baxter service found error code 570 in event history, and determined that the main batteries were expired.

Manufacturer narrative:
Evaluation summary: inspection of the device revealed expired main batteries. The main batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under mdq-CAPA-132.